Event description:
A customer reported to beckman coulter (bec) that they observed liquid on the floor near their unicel dxc 600i synchron access clinical system. Upon troubleshooting, the customer found that reagent probe a was leaking at the collar wash. The customer alleged erroneous results were generated and provided data to bec. A review of the data confirms erroneous results were generated for a total of 2 patients involving the blood urea nitrogen (bun) and creatinine (cr-s) assays . The erroneous results were not released from the laboratory. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined the reagent probe a collar wash valve failed; the fse replaced the collar wash valve to resolve the issue.